Event description:
Hurts when she walks [pain upon movement] . Cannot walk [unable to walk] . Aspirated 600 ml fluid from right knee [effusion (r) knee] . Swelling [swelling of r knee] . Case narrative: initial information from united states received on 07-aug-2020 regarding an unsolicited valid serious case received from the patient. This case involves a 73 years old female patient who reported that it hurts when she walks, cannot walk, aspirated 600 ml fluid from right knee (joint effusion) and swelling, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history(s), vaccination(s) and family history were not provided. The patient had used orthovisc 15 years ago and did not have the side effects. On (B)(6) 2020, the patient started taking hylan g-f 20, sodium hyaluronate solution for injection once (dose, route, indication and batch number: unknown) in right knee. Information regarding batch number has been requested. Patient reported being fine for 4 days after the shot. On (B)(6) 2020 after a latency of 6 days, the patient noticed swelling in the right knee (joint swelling) (affected knee). On (B)(6) , the doctor aspirated 600 ml fluid from the right knee (joint effusion) (onset date: (B)(6) jul-2020 and latency: few days) and was sent for biopsy. It was reported that there was no infection. The left knee was fine. Patient reported that since an unknown date in 2020, after a latency of few days, it hurt when she walked (pain). Patient was using a walker and was limited to home. Patient could not walk now (gait inability) (onset: 2020; latency: few days). On (B)(6) 2020 patient went back to doctor and was prescribed. The patient took it for 6 days and was finished now. The events of cannot walk and it hurts when she walks was assessed as serious due to disability. All the events are serious with seriousness criteria of intervention required. Action taken: not applicable for all events. Corrective treatment: walker and prednisone for cannot walk and it hurts when she walks; prednisone for rest of the events. The patient outcome is reported as unknown for all events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2020 for product. Batch number; unknown. Device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: (B)(6) 2020. Follow up information received on 10-aug-2020 from other healthcare professional. Global ptc number added. No significant information additional information was received on 20-aug-2020 from healthcare professional. Global ptc results added. Text was amended accordingly.

Event description:
Hurts when she walks [pain upon movement]. Cannot walk [unable to walk]. Aspirated 600 ml fluid from right knee [effusion (r) knee]. Swelling [swelling of r knee]. Case narrative: initial information from united states received on 07-aug-2020 regarding an unsolicited valid serious case received from the patient. This case involves a (B)(6) female patient who reported that it hurts when she walks, cannot walk, aspirated 600 ml fluid from right knee (joint effusion) and swelling, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history(s), vaccination(s) and family history were not provided. The patient had used orthovisc 15 years ago and did not have the side effects. On (B)(6) 2020, the patient started taking hylan g-f 20, sodium hyaluronate solution for injection once (dose, route, indication and batch number: unknown) in right knee. Information regarding batch number has been requested. Patient reported being fine for 4 days after the shot. On (B)(6) 2020 after a latency of 6 days, the patient noticed swelling in the right knee (affected knee). On (B)(6) 2020, the doctor aspirated 600 ml fluid from the right knee (onset date: (B)(6) 2020 and latency: few days) and was sent for biopsy. It was reported that there was no infection. The left knee was fine. Patient reported that since an unknown date in 2020, after a latency of few days, it hurt when she walked. Patient was using a walker and was limited to home. Patient could not walk now (onset: 2020; latency: few days). On (B)(6) 2020 patient went back to doctor and was prescribed. The patient took it for 6 days and was finished now. The events of cannot walk and it hurts when she walks was assessed as serious due to disability. All the events are serious with seriousness criteria of intervention required. Action taken: not applicable for all events corrective treatment: walker and prednisone for cannot walk and it hurts when she walks; prednisone for rest of the events the patient outcome is reported as unknown for all events a product technical complaint was initiated and the results for the same were pending.